Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 204) was confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The cause for failure was isolated to the pulse wire on the defibrillator board detaching from the j4 connector. Additionally, the rear response button was non-functional. The cause for the defective response button was a disconnected rear response button cable. The root cause for the damaged j4 connector and disconnected response button cable could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor displayed a service code 204 (belt/monitor unusable) and the response buttons were non-functional.